Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable because the transfer set was not connected tight to patient line. The patient stated the transfer set connection was loose and that she closed it during the initial drain. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. The patient stated the transfer set connection was loose and that she closed it during the initial drain. (B)(4) advised the patient if the connection was loose, air could enter the setup and that they must make sure the connection is tight. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. (B)(4) then had the patient cycle power to clear the error. (B)(4) then advised the patient that therapy had ended and they'd need to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.